Event description:
It was reported in a literature publication that medical records for a consecutive series of 1037 patients who underwent posterolateral spine fusion using rhbmp-2 were reviewed. The 1037 patients in this series included 637 females and 400 males with a mean age of 58.4 years (range: 18-90 years). Mean number of surgical levels fused was 1.8 (range: 1-5 levels). Additional graft material or fillers included local bone in 77.5% of cases, icbg in 35.4% of cases and allograft bone in 33.6% of cases. Less commonly used were demineralized bone matrix and ceramic. Post-operatively, one patient had a suspected dvt and underwent CT scan after a negative lower extremity doppler study. A psoas hematoma was identified. The patient had resolution at the 6 week postoperative office visit.

Manufacturer narrative:
Literature article citation: glassman et al. Complications with recombinant human bone morphogenic protein-2 in posterolateral spine fusion a consecutive series of 1037 cases. Spine 2011; 36: 1849-1854. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.